Event description:
It was reported that a message was received in the remote home monitoring system, that remote monitoring had been disabled due to this device reaching end of life (eol). It was noted that the device reached eol three months ago. The patient had been lost to follow up both in person and remote monitoring. It was suspected that the device battery depleted prematurely. Technical services (ts) discussed the patient should be considered unprotected and recommended device replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a message was received in the remote home monitoring system, that remote monitoring had been disabled due to this device reaching end of life (eol). It was noted that the device reached eol three months ago. The patient had been lost to follow up both in person and remote monitoring. It was suspected that the device battery depleted prematurely. Technical services (ts) discussed the patient should be considered unprotected and recommended device replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a message was received in the remote home monitoring system, that remote monitoring had been disabled due to this device reaching end of life (eol). It was noted that the device reached eol three months ago. The patient had been lost to follow up both in person and remote monitoring. It was suspected that the device battery depleted prematurely. Technical services (ts) discussed the patient should be considered unprotected and recommended device replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.